Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: one (1) opened/unused product was received for evaluation. As received, a white parent material (pm) was observed on the bag surface. Multiple smaller pm were found within the bag. More damage or anomalies were observed. The cassette presented with one pm outside of the bag described as a white fibrous cluster. Multiple parent material pm were found within the fluid path (ifp). Sample 1 fails product specifications due to presence of: - loose parent material pm in the fluid path (bag)the complaint of debris in the cassette can be confirmed due to the loose particulates found within the cassette. However, root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that foreign matter was found in the drug solution during injection. The event occurred upon removal from the package at the facility. There was no reported patient harm/adverse event.